Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, it was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant procedure of the right atrial (ra) lead noise was observed on the atrial electrogram (egm) when the ra lead was connected to the implantable cardioverter defibrillator (ICD). Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.